Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that 509 patients underwent tlif and psf using rhbmp-2/acs. Two patients developed a symptomatic seroma postoperatively. One patient had received 6mg of bmp and 1 had patient received 8mg of bmp. Both patients were spondy cases. One was a primary surgery and one was a revision surgery.